Event description:
It was reported by the patient¿s spouse that the patient is deceased. The spouse further reported that is unknown if the patient¿s implantable cardioverter defibrillator (ICD) ¿fired or not¿ and alleges the device was defective. The cause of death was requested of the cardiologist but was not known. Per the clinic, no performance issues were known.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant medical products: d224trk ICD implanted: 2012-(B)(6); 5076-45 lead implanted: 2005-(B)(6). (B)(4).

Manufacturer narrative:
The device system was returned without any additional information. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Additional information received from the patient's spouse reported that the wife returned to the home and found the patient with "big red circles on back, feet blue, called 911". The spouse reported that the paramedic stated the device "probably misfired because of position patient was in" and the patient "may have received multiple shocks". The spouse further reported that per the physician the device was not malfunctioning and the patient received five episodes of high voltage therapy.